Event description:
The ng tube snapped while in situ lodging in the pt's esophagus.

Manufacturer narrative:
There has not been any injury reported. The returned device was visually examined and found to have broke or torn at the bolus where it connects to the weighted portion of the tube. Retention samples were tested, in order to duplicate a similar break more than 5lbs of tensile force was applied to the feeding tube. It is unclear how these types of forces could be applied to the tube during clinical use. Investigation is ongoing into possible root cause.